Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1204as-90 flipcutter¿ ii was received for investigation. Visual evaluation of the returned device noted that the device had disassembled. Further visual evaluation noted that the cutter was damaged. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a primary anterior cruciate (acl) reconstruction surgery the flipcutter sheet broke off whilst reaming the femoral socket. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.